Manufacturer narrative:
Since (B)(6)2017, the patient has been visiting the customer's hospital for infertility treatment.

Manufacturer narrative:
A second sample was collected from the same patient on (B)(6) 2021 and had discrepant estradiol results when tested on the customer's same e411 analyzer (serial number (B)(6) and a second e411 analyzer (serial number (B)(6) used for investigation. When tested on the e411 analyzer, this second sample resulted in an estradiol value of 148.2 pg/ml. When tested on an abbott architect analyzer, this sample resulted in a value of 21.7 pg/ml. The sample was provided for investigation and tested on a second e411 analyzer, resulting in a value of 167.2 pg/ml. When repeated using an lc-ms/ms method, the result was 19.1 pg/ml. Estradiol reagent lot 539071, with an expiration date of 30-apr-2022 was used on the customer's e411 analyzer. Estradiol reagent lot 503901, with an expiration date of october 2021 was used on the e411 analyzer used for investigation. This second patient sample has been requested for investigation.

Manufacturer narrative:
Further investigations of the second sample determined the sample does not contain interfering factors to the elecsys estradiol assay. Dydrogesterone was excluded as direct interference. Although dydrogestrone does not directly interfere with the elecsys e2 iii assay, metabolites of dydrogesterone or accumulated endogenous steroids due to dydrogesterone treatment and subsequently altered estradiol metabolism could potentially interfere with the test result. Of note, the patient is further under clomiphene treatment. Cross-reactivity with clomiphene was not detected during the assay development. Per product labeling: "steroid drugs may interfere with this test", and "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur". The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The second sample (dated 25-sep-2021) was further investigated yielding the following results on e411 analyzer serial number 65g1-25: treatment by addition of 25% polyethylene glycol (peg): estradiol before addition of peg = 167.2 pg/ml. Estradiol after addition of peg = 56.62 pg/ml. % recovery = 68 %. Treatment by addition of protein a using spin column: estradiol before addition of protein a = 167.2 pg/ml. Estradiol after addition of protein a = 107.5 pg/ml. % recovery = 64 %. Treatment by addition of jacalin: estradiol before addition of jacalin = 167.2 pg/ml. Estradiol after addition of jacalin = 32.47 pg/ml. % recovery = 58 %. Treatment by addition of jacalin using spin column: estradiol before addition of jacalin = 167.2 pg/ml. Estradiol after addition of jacalin = 48.12 pg/ml. % recovery = 29 %. Treatment by addition of streptavidin-coated magnetic particle: estradiol before addition of streptavidin-coated magnetic particle = 167.2 pg/ml. Estradiol after addition of streptavidin-coated magnetic particle = 153.3 pg/ml. % recovery = 92 %.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No remaining sample was available for investigation. Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample resulted in an estradiol value of 125.4 pg/ml when tested on the e411 analyzer. The result was questioned since the value was above the expected value range and it was expected to be within the normal reference range. The sample was repeated on an abbott architect analyzer, resulting in a value of < 10 pg/ml. The serial number of the e411 analyzer is (B)(4).